Event description:
Additional info received from the reporter on (B)(4) 2014: after 6 year's of pain, chronic hives, a surprise pregnancy, an emergency csection, a calcified placenta, inflammation , and on and on, it was determined that I needed a hysterectomy and tube removals. On (B)(6) 2014, I underwent a tah. I was found to have adenomyosis, cervicitis and inflammation of my tubes. A few days after being released, I suffered with severe chest pains and I was readmitted due to numerous pulmonary embolism's in both lungs, an infarction in my right lung's lobe and I'm suffering with cardiac stress. I've been put on blood thinners for possibly the rest of my life. My incision became infected shortly after my second hospital stay requiring strong antibiotics.

Event description:
My periods were heavier and more painful than normal. Stabbing pain that lasts all month. Was told my hsg was blocked on one side but not the other and to continue taking bc. "Gun" wrote for 3 month's worth then refused to refill stating he had never heard of anyone not being blocked after that amount of time. I ended up getting pregnant a few months later. My pregnancy was riddled with complications and ultimately my daughter was delivered via emergency c-section due to almost loosing her. I remain in pain with chronic inflammation issues growing with each year that passes. I now have to take bc pills (new dr) to help with pain. If they don't help within the next 4 months, I've been told I'll need a hysterectomy.